Event description:
Information was received indicating that during use of a smiths medical cadd cassette reservoir, the pump alarmed that there was air in line. It was reported that the registered nurse (rn) re-primed and could not get the pump to stop alarming. The reporter indicated that the cadd was isolated and inspected, and there was no visible droplet between bladder and hard care. The reporter also indicated that cadd was gently rinsed one time to remove drug residue with 60 ml ns, then filled with 100 ml ns. At first inspection there was no leak but overtime a small pinhole leak was observed above the casing, but still in the general area where the bladder meets the tubing. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
One sample was returned for analysis in used condition. There was a leak found between the bag and the pump. The root cause was found to be the equipment rf machine who performs the sealing process on the magnus bag. Immediate containment: two immediate containment actions had been implemented: occurrence: the sealing machine was repaired to eliminate the weak seal in that area, changing the generator of the equipment who produce the quality of the sealing in the bag. This action was completed on (B)(6) 2020. Detectability: a quality alert # 20206 was placed on the magnus leak tester , to confirm adherence in the performing of the operation, not retesting the units that failed the test. This action was completed on (B)(6) 2020. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.